Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that it was impossible to advance another manufacturer's paravalvular leak device (pld) devices with size 7 fr and 8 fr due to a very tight hemostatic valve. This product problem, which occurred during closure of a paravalvular leak in the aortic valve, led to a delay in completing the procedure and increased blood loss. Eventually, the hemostatic valve was completely removed and the pld devices were advanced through the sheath. Hemostasis was partially achieved manually.